Event description:
It was reported that during the implant procedure, the physician stated the device header set screw for the left ventricular lead was "detached." The physician was concerned for patient's safety. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device had a set screw with a rounded socket. (B)(4).